Event description:
The facility reported via fax that a pump with failure code 810:04. Is it not known when this failure code occured. There was no patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.

Manufacturer narrative:
The customer's reported condition was confirmed during evaluation.